Event description:
The customer reported that the device "displays a speaker fault message". The device was not used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.